Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the failure can be attributed to use error due to excessive force on the device.

Event description:
On (B)(6) 2022- it was reported via email by a sales rep that the ar-2324pslc - (suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented) - (batch# 13916081) was inserted with some difficulty when removed the end was bent a not usable. No harm has been reported to the patient.